Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. It was unknown whether the auto mode feature was active at time of high blood . Glucose event. Customer's husband tried to replace the battery on the pump twice but would not still turn the pump back on. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did displayed on the insulin pump screen. Customer stated that the display did returned after insulin pump got restart. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.